Event description:
IV remodulin pt using cadd solis pump. Pt reported their IV was placed in (B)(6), crimping and line was replaced (B)(6) 2025. Pt reports experiencing headache and extremity pain. Pt has been holding at 34nkm since (B)(6) 2025, per pt md is aware and referred pt to a neurologist for pain. Pt also reported pump was alarming every night but didn't tell anyone because she didn't want to go to the hospital, however last week both pumps failed and pt went to the hospital (already reported). Pump return tracking info not available, photos not provided, continuous infusion, set flow rate/ volume delivered are unknown, position of the pump when alarm occurred unknown. No further information was provided. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? Yes, hospitalization is the actual device available for investigation? Yes, upon patient return did we replace device? No; did the patient have a backup device they were able to switch to? No; if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.